Event description:
The patient contacted animas on (B)(6) 2012 stating keypad tactile issues occurred after exposure to water. The patient reportedly wore the pump under garment against the body. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 date of submission 11/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of contamination observed under the contrast button key contact. The pump cover was removed, revealing moisture corrosion on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.